Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 550 mg/dl; cause was unknown. Customer reloaded the cartridge onto the pump to address bg. The customer then declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.